Event description:
A discordant high calcium result was obtained for one pt on an advia 1650. It appears a repeat test was not performed to confirm this result. On (B)(6) 2010, a pt had blood drawn as requested by a rheumatologist. The blood work was done as a precaution prior to reclast infusion (for osteoporosis). The pt received a call that day from the dr to go to an emergency facility since the lab report showed a high calcium result (14.0 mg/dl). The pt received a diuretic infusion and an electro-cardiogram. A blood re-draw from the hospital showed a calcium result of 9.1 mg/dl. Siemens was not made aware of the details pertaining to pt intervention until (B)(6).

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site on (B)(4) 2010 based on a customer complaint pertaining to on-going problems with high calcium results. After analyzing the instrument and instrument data, the fse performed a decontamination of the pure water system, performed probe mechanical alignments, replaced seals on the sample pump, dilution pump and reagent dispense pump 1 and found a worn seal on reagent wash pump 2. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.